Manufacturer narrative:
Per the reporter, the device was returned, however, the device has not been received. The device evaluation is unable to be performed. Device labeling: absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during implant placement it was discovered that the patient had an infection. As a result, the provider was unable to achieve primary stability and the implant was removed. The patient's bone type is ii and their oral hygiene is good. No additional information has been provided.